Manufacturer narrative:
As reported, optifix straight fixation device was not optimal during surgery. The information provided is limited. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2023) is considered to be a best estimate based. This MDR is submitted to report the optifix straight (device #2). An additional MDR was submitted to report the optifix straight (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the surgeon tried to fixate the mesh using an optifix straight fixation device (device#1). As reported, the first fastener fixated into the mesh, after which 4 to 5 fasteners did not fixate and then 2 fasteners fixated. The loose fasteners were removed from the patient. As reported, a second optifix straight (device #2) was used, which "was not optimal". Information related to the second device is limited to the reported event at this time. The procedure was completed by using a non bd product. There was no reported patient injury.